Event description:
The reporter claimed the animas insulin pump has a bolus history record issue. According to the reporter, the pump is not recording the bolus readings in the memory. In addition, the pump has the wrong date programmed. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged bolus history record issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside of normal use observed in the pump black box. An audio bolus and a normal bolus were performed and were accurately recorded in the pump history. The keypad was tested and confirmed that all buttons were responding appropriately to presses; no hypersensitive buttons were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).